Event description:
A manufacturer representative reported that the patients battery was in overdischarge (od) since (B)(6) 2016 and they didnt have record of the old settings. The rep later reported on (B)(6) 2016 that the cause of the od was the fact that the implantable neurostimulator (ins) no longer accepted charge. No troubleshooting was performed related to the od but the battery was replaced to resolve the issue. There were no reports of medical or therapy issues and no patient symptoms reported. The indication for use for the implanted device was noted as post-herpetic neuralgia and other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.